Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image issue could not be determined, as the issue was not reproduced and could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found a damaged probe tip, cracks in the bending section cover rubber glue, one broken element on ultrasound medical image, and switch 4 had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue was observed during preparation for use on an unspecified diagnostic procedure. There were no reports of patient or user harm associated with this event.